Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the battery compartment was observed to be intact and the battery cap was able to fully tighten. The current draws were within specifications. The pump case was removed and there was no evidence of moisture contamination or loose components inside the pump. The black box dates were from 01/18/2014 to 01/26/2014; the complaint was logged on 01/17/2014. There was no black box data to support the timeframe of the complaint. There were no alarms related to the complaint observed in the current black box however, the alarm history revealed multiple replace battery alarms and two low battery warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that they had changed the battery yesterday 2 times from a new pack of batteries and the little battery symbol on the home screen still wasn't showing full. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.